Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the purewick urine collection standard device was not functioning properly. When the patient plugs it in, it vibrates but does not provide any suction. Troubleshooting has already been performed with the patient nurse, including the cup test, but the issue persists. Requesting a warranty replacement device to be sent directly to the patient. Item under warranty. No death. No injury